Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 04/22/2016. The fse found a leak from the white blood cell (wbc) and red blood cell (rbc) baths overflowing. He observed that fluid barrier filter (fb1) was defective. The fse replaced the fluid barrier filter (fb1), which resolved the leak. The instrument ran without leaks and all repairs were verified per established procedure. (B)(4).

Event description:
The customer reported a clear fluid leak of approximately 20 ml from a coulter ac·t diff 2 analyzer. The leak was contained within the instrument. The customer was performing startup when the leak was observed and there were no errors or system messages reported in conjunction with the leak. The customer was wearing personal protective equipment (ppe) consisting of gloves, goggles, and a lab coat at the time of the event. There was no report of injury or biohazard exposure to open wounds or mucous membranes. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection with the event. There was no impact to patient results or controls.